Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the perisafe I 18 x 3-1/2in needle broke off during use and remained in the "epidural and/or subcutaneous space" of the patient receiving cosmetic surgery. The catheter reportedly presented resistance while introducing and removing it, and the tip was observed to be missing upon removing it. An MRI was conducted on the patient at a separate institution, but the broken piece was not found. The patient is currently being monitored and is in stable condition. The following information was provided by the initial reporter, translated from (B)(6) to english: the distributor informs that their client presents an adverse event with the perisafe I device, when removing the catheter the anesthesiologist realizes that the catheter is broken and remains a part of it in the epidural and/or subcutaneous space of the patient. Dr. Informs by telephone that when introducing the catheter presented relative resistance, during the surgery there were no inconveniences and when removing it presented resistance, dr. Informed that the catheter was missing the tip and that it was cut to 10.5cm in size, with this doubt they send the patient to take a MRI and they didn't find any remaining catheter. The patient is stable, with no complications and in follow-up.

Manufacturer narrative:
Correction: patient identifiers were received by the customer. The following fields have been updated: sex: female. Other relevant history: allegedly obese patient age between 35 and 45 years.

Event description:
It was reported that the perisafe I 18 x 3-1/2in needle broke off during use and remained in the "epidural and/or subcutaneous space" of the patient receiving cosmetic surgery. The catheter reportedly presented resistance while introducing and removing it, and the tip was observed to be missing upon removing it. An MRI was conducted on the patient at a separate institution, but the broken piece was not found. The patient is currently being monitored and is in stable condition. The following information was provided by the initial reporter, translated from spanish to english: the distributor informs that their client presents an adverse event with the perisafe I device, when removing the catheter the anesthesiologist realizes that the catheter is broken and remains a part of it in the epidural and/or subcutaneous space of the patient. Dr. Informs by telephone that when introducing the catheter presented relative resistance, during the surgery there were no inconveniences and when removing it presented resistance, dr. Informed that the catheter was missing the tip and that it was cut to 10.5cm in size, with this doubt they send the patient to take a MRI and they didn't find any remaining catheter. The patient is stable, with no complications and in follow-up.

Event description:
It was reported that the perisafe I 18 x 3-1/2in needle broke off during use and remained in the "epidural and/or subcutaneous space" of the patient receiving cosmetic surgery. The catheter reportedly presented resistance while introducing and removing it, and the tip was observed to be missing upon removing it. An MRI was conducted on the patient at a separate institution, but the broken piece was not found. The patient is currently being monitored and is in stable condition. The following information was provided by the initial reporter, translated from spanish to english: the distributor informs that their client presents an adverse event with the perisafe I device, when removing the catheter the anesthesiologist realizes that the catheter is broken and remains a part of it in the epidural and/or subcutaneous space of the patient. Dr. Informs by telephone that when introducing the catheter presented relative resistance, during the surgery there were no inconveniences and when removing it presented resistance, dr. Informed that the catheter was missing the tip and that it was cut to 10.5cm in size, with this doubt they send the patient to take a MRI and they didn't find any remaining catheter. The patient is stable, with no complications and in follow-up.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8030608. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.